Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Stabbing myself in the chin [face injury] [oral-b/rechargeable toothbrush handle/3765] metal piece that holds the head onto the base broke...snapped...tip is gone [device breakage] . Case narrative: consumer via phone stated that brush head didn't stay on as little metal piece that holds the head onto the base broke/snapped while brushing. No serious injury was reported.